Event description:
The customer reported a communication failure error message. This resulted in a loss of imaging functionality. There is not report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and evaluated and replaced the rtos and reloaded the nodes but no conclusion can be drawn as further repair info is not available.